Manufacturer narrative:
The product is not being returned for further eval. Product was evaluated on site by service provider. They could not find issue with the product. No damage to the unit was found. Function testing was performed to ensure operation of up/down features. No misalignment was found. It was noted that a cord was in position that could have caused interference. It was also noted that a drawer was in a position that could have caused interference. Caution is noted for this condition in the user manual stating: "be sure that all personnel and equipment are clear of the table before activating any function. Failure to do so could result in personal injury."

Event description:
Facility claims table unintentionally moved. No injuries occurred.